Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, there is a burn on the tip. As per the user facility, there is a burn below the patients knee. Product was changed out. Procedure was completed successfully with a 10 minute delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 24, 2022. Upon further investigation of the reported event, the following information is new and/or changed: the affected sample was not returned; however pictures were provided that confirmed a burn in the tip of the v-cutter. A retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.